Event description:
Patient presented to the physician with drooping tongue and lip, dysphagia, dysarthria, and headaches since the implant procedure. Physician brought the patient into the operating room and removed the entire inspire system.